Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the alleged malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the compressor on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.